Manufacturer narrative:
Device evaluated by MFR., evaluation summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: device was returned for evaluation. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were observed. The drive shaft, coil and sheath were inspected and there was no damage noted. A guidewire was observed to be running through the device. An attempt was made to remove the guidewire but a resistance was encountered due to the presence of dried saline. The burr was soaked in hot water and following this the guidewire was successfully removed from the device. Foreign matter was observed on the coil proximal to the burr. This is likely the cause of the foreign matter present on the device. The annulus of the burr was inspected and was observed to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that plaque attached to the burr. The target lesion was located in the tibial artery below the knee. A rotawire was placed subintimally in the vessel. A 1.25mm peripheral rotalink® plus was selected and advanced to treat the lesion. During the procedure, it was noted that the rotalink may have "grabbed" some soft plaque and the patient complained of a little discomfort which quickly went away. The device was withdrawn and a sterling balloon catheter was used to post dilate the lesion. No further patient complications were reported and the patient&#38112;status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that plaque attached to the burr. The target lesion was located in the tibial artery below the knee. A rotawire was placed subintimally in the vessel. A 1.25mm peripheral rotalink® plus was selected and advanced to treat the lesion. During the procedure, it was noted that the rotalink may have "grabbed" some soft plaque and the patient complained of a little discomfort which quickly went away. The device was withdrawn and a sterling balloon catheter was used to post dilate the lesion. No further patient complications were reported and the patient¿s status was good.